Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. Caller (mdt rep) reported an elective replacement of an ins today. The caller reported the patient came today w/ a discharged ins and was able to charge the implant, but was unable to perform impedances prior to the surgical case. An intellis ins was implanted and 0-7 electrodes measure >40,000 ohms (several combinations were measured beyond the default 0 electrode). The surgeon inserted the lead into the 8-15 port and the issue did not resolve, pointing to a lead issue. Per patient, was getting good therapy benefit prior to the procedure. Caller inquired about checking ins (restore battery) usage post procedure to verify if lead issue could be determined to be out of range previous to today. Reviewed w/ caller unable to see if the lead was working prior to case, and at this point need to go off of patient perception. The caller indicated the patient was on as with amplitudes in the 1.8-3.5v range. However, did notice 10.3v on the patient session report. Sent caller an email to ask for session report as caller would like an explanation of why 10.3v is listed on session report when patient was programmed w/ as. We discussed most likely a lead issue occurred prior to the case today. Additional information was received from the manufacturer representative (rep) reporting that the patient was able to be programmed around the high impedances to get effective therapy. The ca use of the high impedance issue however was not determined. The patient¿s weight was at the time of the event was not provided. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a160, serial# (B)(6). Implanted: (B)(6) 2014. Product type lead product ID 977a160, serial# (B)(6). Implanted: (B)(6) 2014. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 05-mar-2018, UDI#: (B)(4) ; product ID: 977a160, serial/lot #: (B)(6). Ubd: 15-apr-2018, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a160 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a160 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that when they replaced their implant in (B)(6) 2022, their hcp discovered and told the pt that some of the leads were broken. Patient stated that the doctor who was doing the surgery told them they could not replace the leads and that they would have to get another doctor to do it. Patient mentioned that they have had a lot of difficulty with the clinic because they have 30 different doctors up there. The pt was hoping to contact a mdt rep to see which doctor they could work with.